Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Left side capsular contracture confirmed as baker grade iii. Device has been explanted and replaced.

Event description:
Patient reported unknown side "capsular contracture baker grade unknown." Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the weight the device within specification, deformation, wear abrasion, yellow particles in the shell and crease fold. Cloudy in the gel observed after autoclave cycle. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Event description:
Patient reported unknown side "capsular contracture baker grade IV." Device has been explanted and replaced.

Event description:
Patient reported left side "capsular contracture baker grade iii." Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data: b.5.